Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the handheld device would not hold a charge. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.